Manufacturer narrative:
The device was returned to olympus for inspection. No reported customer allegation. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited nozzle had foreign objects and the adhesive around objective lens was peeled. There was no patient involvement.